Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
On (B)(6) 2022, a patient contact reported to fresenius technical services this 61-year-old male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized due to blood pressure and pulse. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient experienced hypotension and tachycardia during a pd treatment at home on (B)(6) 2022 due to a vasovagal response to their cardiac medication, amiodarone. The patient was able to safely disconnect themselves and was transported to the emergency department (ed) by family. The patient presented with nominal vital signs in the ed and the patient received no medical intervention for this vasovagal event. The patient was observed for a time in the ed and was released to home on the same day with no hospital admission. The patient recovered from this event and has changed the dosage of his amiodarone to prevent future vasovagal episodes. It was confirmed the patient¿s hypotension and tachycardia due to a vasovagal response to amiodarone and the associated ed visit were unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient resumed ccpd therapy on a newly received liberty select cycler at home following this event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2022, a patient contact reported to fresenius technical services this 61-year-old male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized due to blood pressure and pulse. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient experienced hypotension and tachycardia during a pd treatment at home on (B)(6) 2022 due to a vasovagal response to their cardiac medication, amiodarone. The patient was able to safely disconnect themselves and was transported to the emergency department (ed) by family. The patient presented with nominal vital signs in the ed and the patient received no medical intervention for this vasovagal event. The patient was observed for a time in the ed and was released to home on the same day with no hospital admission. The patient recovered from this event and has changed the dosage of his amiodarone to prevent future vasovagal episodes. It was confirmed the patient¿s hypotension and tachycardia due to a vasovagal response to amiodarone and the associated ed visit were unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient resumed ccpd therapy on a newly received liberty select cycler at home following this event.